Manufacturer narrative:
Other applicable components are : product ID: 3389s-40, lot#: v011728, implanted: (B)(6) 2006. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-jan-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that low impedances found with contacts 0 & 1 before battery replacement surgery. No environmental/patient factors that may have contributed or led to the issue were reported. Impedances were run at .7v, 1.5 v and 3 volts. The new battery was implanted and contact impedances on 0 & 1 remained low (54). The issue was not resolved at the time of the report. Rep noted that patient was not using contacts with low impedances. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that the cause of the low impendances was not determined.